Event description:
It was reported that a pt began experiencing an increase in seizures approx 1 month after being implanted. The pt's seizures had been previously controlled well with medication, however, the pt was having side effects from the medication and got vns hoping that it would decrease the amount of medication she would have to take. The pt is also having difficulties walking and talking. There have been no medication changes to date. Good faith attempts to obtain additional information are currently being made with the pt's physician, however, the pt is not scheduled for an appointment until next month.